Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2012. While performing the distal anastamosis, the suture strand coiled and created a false knot. The surgeon was unable to proceed with the suture. The procedure with another like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. One returned dispensed suture was slightly entangled, but was straightened easily. The second returned dispensed suture was also entangled, almost to the point of being knotted, and required more time and care to undo. This device has more package memory than braided suture products and entanglements are possible if the suture is not dispensed carefully and straightened prior to use.